Event description:
It was reported that the device is that the cassette sensor that is defective. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not duplicated. The sensors worked as intended. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.